Event description:
It was reported that the external pulse generator (epg) experienced an error code upon powering up and performing a self-check. The biomedical engineer was able to clear the error. The epg remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.